Event description:
Pt called home monitoring to inform them that their system was removed for infection shortly after their implant. The pt could not remember the exact date of explant. In 2009, the pt received a medtronic system and they did not know when the system was explanted. The following physician's office did not know the exact date of explant. Philos ii dr-t, MDR 1028232-2009-01361, setrox s 53, MDR 1028232-2009-013262.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.